Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The method of culture inspection is to put the release liquid through the forceps hole and collect it from the tip of the scope. The culture method is the filter method. There is no problem with other scopes, and only this scope gives a positive result. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The device is processed in an olympus endoscopic reprocessor (oer)-pro automated endoscope reprocessor (aer) with aceside disinfectant. The legal manufacture reviewed the customer provided cds practices of the subject device and noted the following : ¿ no abnormalities were confirmed in the biopsy channel that is the sampling point and the bacteria were detected. ¿ no obvious deviation from IFU was confirmed in the reprocessing. The customer cultured the subject device where the results were 25 colony forming units (cfus) of klebsiella variicola (k. Variicola) detected. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: ¿ bending section rubber glue chipped ¿ control section: (main body, up/down knob, right/left knob, locking engagement knob, switch box, scope cover and grip cover)) scratched ¿ connector section: (main body, boot, and connector cover ) scratched ¿ universal cord scratched and wrinkled ¿ painting of aw (air/ water) ¿ scope nut peeled off ¿ switch 4 (sw4) rubber rubbed ¿ crack of suction cylinder and ¿ cracked biopsy port however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.